Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of a deviation between the stylus tip and the screen cursor and it was noted that when the stylus was moved on the screen the deviation became bigger. A stylus calibration was not possible and it was deemed that the touch screen needed to be replaced. It was also noted that software errors were found in the programmer's update history and that though the stylus was working correctly its cable had a deep cut and the overall shielding was visible. The touch screen and stylus were replaced and the touch screen calibrated, new software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests.

Event description:
It was reported that there was a deviation between the programmer's stylus tip and the screen cursor. The programmer was returned for service. No patient complications have been reported as a result of this event.